Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury and surgical intervention. However, no details have been provided. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that on or about (B)(6) 2011, the patient underwent surgery for an incarcerated small and large bowel and intermittent small bowel obstruction. A bard/davol composix e/x, was implanted to repair the hernia defect. On or about (B)(6) 2015, the patient underwent an additional operation to repair the defective mesh. It is alleged that the patient was injured severely and permanently. The patient suffered pain, disability, hospitalizations and additional surgeries. It is also alleged that the patient has suffered and will continue to suffer physical pain, chronic pain, mental anguish, psychological stress, depression, has undergone and will likely require medical treatments and other forms of care. Attorney also alleges that the device was defective.